Event description:
The patient was not able to recharge her ins. She experienced a return of pain in both legs. The 8840 programmer was unable to read the ins. She had recharged her device last week. She was going to attempt to deep cycle her device at home. Additional information has been requested.

Manufacturer narrative:
Continuation from concomitant medical products: lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2007 explanted: na. Lead model 3777-60 serial# (B)(4) implanted: (B)(6) 2007 explanted: na. Programmer model 37742 serial# (B)(4). Recharger model 37752 serial# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The health care provider confirmed that the battery would not charge. When the ins was interrogated "no reading possible" displayed. A deep cycle charge was attempted. The patient has charged their device every week. She has experienced severe burning in her legs since the ins stopped working. The patient outcome was noted as no injury.